Event description:
It was reported that the rep was attempting to get 'real time' lead impedances, but was unable to. The device had reached elective replacement indicators (eri) four months prior. It was also reported that the patient was in atrial fibrillation. Reprogramming was attempted, without success. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.